Event description:
It was reported that prior to a dialysis catheter placement procedure, the device was allegedly missing. It was further reported that it should be five quantity in single box, but customer received four quantity only. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided for review. The video shows a hcp opening a carton of hemostar standard kit. The quantity mentioned on the box label is 5 (five). Only 4 (four) kits were noted to be present inside the carton and the box was observed to be opened before removing the product from inside. Manufacturing site evaluation states, it was observed that inside the box there were 4 kits instead of 5 as indicated on the label of the product box, it was observed that the box was open before removing the product from inside. Therefore, the investigation is inconclusive for reported missing component and packaging problem. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device was allegedly missing. It was further reported that it should be five quantity in single box, but customer received four quantity only. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided for review. The video shows an hcp opening a carton of hemostar standard kit. The quantity mentioned on the box label is 5 (five). Only 4 (four) kits were noted to be present inside the carton. The manufacturing review states, complaint due to ¿missing kit¿ was confirmed, but the exact cause is unknown. According with the video evaluation performed at reynosa facility and visual evaluation performed by bdpi evaluator the following was concluded: visual inspection of the video showed the outer packaging of a 23 cm hemostar catheter, a person was observed counting the internal product of the box and it was observed that inside the box there were 4 kits instead of 5 as indicated on the label of the product box. Therefore, the investigation is confirmed for the reported missing component issue. However, the investigation is inconclusive for the reported manufacturing, packaging or shipping problem as the as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: labeling: adequate a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Labeling reviewed: lab0721292 rev 4 as per the labeling, the quantity mentioned is five (5). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device was allegedly missing. It was further reported that it should be five quantity in single box, but customer received four quantity only. There was no patient contact.